Event description:
It was reported that during a sigmoid colon resection procedure, while creating the anastomosis, the surgeon fired the device and there was excessive compression on the tissue. They identified a tear shortly after firing. They had to do another firing, but they did not have enough room left on the colon, therefore, they had to perform a colostomy. Not sure if this is permanent or temporary. The patient has been discharged. The device was discarded.

Manufacturer narrative:
Date sent: 06/24/2009. Information not available, device not returned for analysis.